Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) earlier than expected. The device was implanted for 14.5 months, and there is an allegation of premature battery depletion. It was also noted that this transvenous defibrillation lead exhibited high pacing thresholds. The ICD and lead were explanted and replaced with new guidant products.